Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation, dizziness and intermittent exit block. The lead exhibited oversensing, noise, intermittent high thresholds and fracture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.